Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm during a bolus. The customer received another no delivery alarm during a prime after already changing the infusion set. The customer's blood glucose was 227 mg/dl. Troubleshooting was done. Advised that changing the reservoir resolved the issue. Advised customer to return the reservoir for analysis. Advised that replacement reservoirs would be sent. Nothing further reported.